Manufacturer narrative:
This event has been found to be a duplicate of a previously reported event documented under manufacturer¿s reference # (B)(4). All additional information pertaining to this event will be communicated under manufacturer¿s reference # (B)(4), MFR report number 1219930-2026-01454. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Hugo - duplicate of pe (B)(4) it was reported that prior to use but with a patient in the operating room, both arm cart assembly's (aca) suffered some calibration errors and then a communication error. The issue was resolved by rebooting the arms which allowed the surgery to continue. There was a 10 minute delay. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pli-10 <(>&<)> -20: it was reported that prior to use but with a patient in the operating room, both arm cart assembly's (aca) suffered some calibration errors and then a communication error. The issue was resolved by rebooting the arms which allowed the surgery to continue. There was a 10 minute delay. There was no patient involvement.